Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force system sensor and insulin squirted out during manual prime. The customer's blood glucose reading was 156 mg/dl at the time of incident. The product will be returned.

Manufacturer narrative:
Compromised force sensor system alarm during prime test due to moisture damage on the force sensor resistor. Pump received with cracked case at the display window corner, cracked reservoir tube lip, cracked belt clip slot, cracked lcd window and minor scratched lcd window.